Manufacturer narrative:
The device used in treatment was returned for evaluation and we have established a relationship between the reported event and the device. A visual inspection found no defects and the functional evaluation showed that the device displayed a failure error message when turned on and the operation failed to go past the error message and on further investigation this revealed that the root cause is a depleted battery. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the error message "device failed". It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available. Preliminary evaluation approved on 16-jan-2021 confirmed failure mode device failed please return.